Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 102- charge profile faults, discharge profile faults) was confirmed. As received the monitor displayed service code 102. The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing a service code 102.

Event description:
A us distributor reported that a patient's monitor was producing a service code 102.

Manufacturer narrative:
Follow-up report - device evaluation (10/24/2018): device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102 - charge profile faults) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the j1000 pca connector. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 102- charge profile faults, discharge profile faults) was confirmed. As received the monitor displayed service code 102. The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.